Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was noted that there was a gap between the acoustic lens and ultrasound probe. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that the up/down knob could not be locked securely due to wear of the forceps elevator lever. The bending angle in the down direction did not meet standard value due to wear of the angle wire. The adhesives around the objective lens, light guide lens and bending section rubber had wear. The light guide cover glass had a scratch and the elevator channel plug was loose. It was also noted that water tightness was lost due a scratch on the bending section rubber and the ultrasound image was defective with missing elements due to damage on the ultrasonic probe. The acoustic lens was damaged and the ultrasonic probe was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed due to scratch on the ultrasound probe causing the image issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event (gap) occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Event description:
The user reported that the ultrasound image was not good.